Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not operate on ac (alternating current) power. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not operate on ac (alternating current) power and would only work on battery power. During troubleshooting, it was noted that a good power supply was tested, and it was verified that no power was coming out of the power management board. The rse advised the customer to replace the power supply. The customer was provided with the part number for a replacement. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.